Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-15669. It was reported the patient's scs system was not providing stimulation therapy coverage on the left side. The manufacturer representative met with the patient and upon a system diagnostic found multiple lead contacts with invalid impedance. Surgical intervention was taken and it was found the connections to both extensions were loose. The lead extensions were replaced. Effective stimulation therapy was restored postoperatively.